Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Removed tampax pearl...part has stayed inside: vagina [foreign body in reproductive tract]. Removed tampax pearl...part has stayed inside [device breakage]. Case description: consumer e-mail stated she removed the tampon, and part might have stayed inside. No serious injury was reported.